Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive followed up and obtained additional information. The procedure started/ended as a dual console system. It was unknown if the issue occur with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. It was unknown if the left controller was regained at surgeon side console (ssc) 1. Please refer to section a for patient demographic information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer performed a system restart. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted general cholecystectomy surgical procedure, the customer reported to technical service engineer (tse) that the surgeon could not control the left arm. Tse viewed logs but did not find any related errors. The customer stated that everything was frozen. Tse saw that currently the 2nd console has control. The customer called back and stated having left hand control errors at power up. Tse explained that the issue was isolated to the left controller on console 1 only. The customer to proceed with the procedure. The procedure was completing as planned with no reported injury.